Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited a high defibrillation impedance. The lead was capped and replaced. The patient was in a good condition before and after the event.